Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was in ventricular fibrillation (vf). The patient then received a shock but it did not work. The patient was brought to do a defibrillation threshold (dft) test in both configurations but still unsuccessful. Boston scientific technical services (ts) discussed troubleshooting options. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.